Event description:
Device 2 of 2. Reference MFR report number; 1627487-2014-25314. It was reported the patient's ipg was inoperable due to not recharging the device as recommended. Additionally, the pt was not receiving adequate pain relief due to lead migration. In turn, the patient's ipg and lead were explanted and replaced. Effective stimulation was restored post-op.

Manufacturer narrative:
Sjm has limited info related to the pt's medical history and is unable to form an opinion as to the relevancy of the pt's history to the event reported. Sjm defers to the pt's physician regarding medical history.